Event description:
Discordant advia centaur troponin ultra and bnp patient results were obtained on multiple patient samples. The discordant results were reported to the physician(s). The patient samples were rerun on another system at a different site. The corrected results were reported to the physician(s). Some of the patients underwent anticoagulant therapy and additional cardiac testing. There is no known patient intervention or adverse health consequences due to the discordant troponin ultra and the bnp results.

Event description:
Discordant advia centaur troponin ultra and bnp patient results were obtained on multiple patient samples. The discordant results were reported to the physician(s). The patient samples were rerun on another system at a different site. The corrected results were reported to the physician(s). Some of the patients underwent anticoagulant therapy and additional cardiac testing. There is no known patient intervention or adverse health consequences due to the discordant troponin ultra and the bnp results.

Event description:
Discordant advia centaur troponin ultra and bnp patient results were obtained on multiple patient samples. The discordant results were reported to the physician(s). The patient samples were rerun on another system at a different site. The corrected results were reported to the physician(s). Some of the patients underwent anticoagulant therapy and additional cardiac testing. There is no known patient intervention or adverse health consequences due to the discordant troponin ultra and the bnp results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant troponin ultra and bnp patient results was due to a broken wash 1 straw and leak in the base reservoir bottle on the system. The instrument was operational. The instrument is performing within specifications. No further evaluation of the device is required.